Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg for over a year. As a result, the ipg went inoperable. Surgical intervention was undertaken to have the ipg explanted.